Event description:
The customer reported a battery issue with the device. During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced battery depleted alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional. Two unformed clips were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. During the next firing sequence a double feed incident was noted causing pear shaped clips. The remaining seven clips were conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator was not completely visible. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the handle would not open. It was stuck. The surgeon kept pushing on handle and it finally got it to release. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.